Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, and prime tests. No prime fill anomaly noted. However, the insulin pump was received with cracked battery tube thread and cracked reservoir tube lip noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin but did not have an error alarm. The customer then stated that some type of error alarm occurred, and the priming process started over again. Blood glucose level at the time of the incident was 234 mg/dl. The customer was unable to troubleshoot at the time of the call as the insulin pump did not have a battery in it. The insulin pump was not replaced or returned for analysis.